Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0009639, medical device expiration date: 2021-06-30, device manufacture date: 2020-01-09, medical device lot #: 0072512, medical device expiration date: 2021-08-31, device manufacture date: 2020-03-12. (B)(4). Investigation summary: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for bowed with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to bowed tubes as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes experienced tube extenders with molding defects that can be used this event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "when the purple tube 6ml was tested on the biochemical assembly line, there were 2 stuck tube alarms, and the gripper could not grasp it, causing the entire assembly line to stop using it twice, and the tube was a slight bend after visual inspection."